Manufacturer narrative:
(B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient's attendant not washing hands prior&#56224;the same day as receipt of this report, the patient was hospitalized for the peritonitis event. On an unknown date, the patient was treated with intraperitoneal injection of cefazolin 1 gram (frequency not reported) and injection of ceftazidime 1 gram (frequency and route of administration not reported) for the event of peritonitis. It was unknown the antibiotics were ongoing. Dianeal therapies were ongoing. At the time of this report the patient remained hospitalized and was not recovered from this peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.